Event description:
The hosp reported a cautery cord sparked and caught fire during procedure. The electrosurgical unit (esu), grounding pad and cautery cord were removed and the procedure was resumed with different equipment. There was no pt injury noted at the time of the incident or upon an additional post-op examination.